Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was changing the infusion set the tubing pulled out of the set. Reportedly, in complaint investigation, it was found that the glue was missing from the tubing connector. The infusion set insertion site was at the right abdomen and the pump was worn on the right side. The issue occurred while the patient was changing set. The infusions were not stored in extreme heat. The patient reported there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.